Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. It was reported that patient was revised due to instability that required removal of the articular surface implant. A complaint history search could not be performed and compatibility could not be assessed, as the lot numbers were not provided. A definitive root cause cannot be determined with the information provided.